Event description:
A customer contacted baxter to report that the sponge was out of the minicap. Patient injury and medical intervention was not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause was unable to be determined as the device was not returned to baxter for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.